Event description:
It was reported that during shoulder arthroscopy, the surgeon started doing an acromioplasty, using this handpiece with acromionier blade. The forward switch of this handpiece does not work. No back up device was available. No patient injury was reported.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.